Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 480mg/dl. The customer's most current level was 142mg/dl. The customer treated the highs with the pump. The customer declined to conduct high pressure testing. The customer declined to continue to troubleshoot at this time and states they would be reverting to back up plan first.